Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. This investigation will be updated should further pertinent information be provided. The allegations were confirmed by data analysis and the product has not been returned for analysis. The "cause not established" conclusion was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. The complaint device was not returned to bsc, therefore, product analysis could not be performed.

Event description:
It was reported that this implantable pulse generator has been showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate is over one hundred percent. This device has been explanted and a new device implanted at the same surgical intervention. The pulse generator has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator has been showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate is over one hundred percent. This device has been explanted and a new device implanted at the same surgical intervention. The pulse generator has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The allegations were confirmed by data analysis and the product has not been returned for analysis. The "cause not established" conclusion was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. The complaint device was not returned to bsc, therefore, product analysis could not be performed.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable pulse generator has been showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate is over one hundred percent. This device remains in service. No adverse patient effects were reported.